Manufacturer narrative:
Siemens healthcare diagnostics has confirmed negative bias with immulite® /immulite® 1000 third generation psa (prostate-specific antigen) kit lots 336, 337, d0119 and d0120 only. The investigation by siemens has confirmed that patient samples exhibit an average negative bias of approximately -22% with a range of -16% to -27% for samples recovering from 0.08 to 16.2 ng/ml. The quality controls show a similar negative bias as seen with patient results. Depending on the quality control ranges used by the laboratory, this issue may not be identified by quality control material. The issue only impacts the immulite/immulite 1000 third generation psa. An urgent field safety notice (ufsn) imc 17-05.a.ous was sent to ous customers and an urgent medical device recall (umdr) imc17-05.a.us was sent to us customers in december 2016. The ufsn and umdr informs the customers to discontinue use of and discard the affected kit lot. Additionally, unique identification number for kit lot 336: (B)(4). Unique identification number for kit lot 337: (B)(4).

Event description:
The customer reported low recovery with quality controls (qc) when using immulite third generation prostate specific antigen (3rd generation psa) kit lots 336 and 337. The customer did not run patient samples while qc was out of range. There was delay in reporting of patient results. There are no known reports of patient intervention or adverse health consequence due to the delay in reporting of patient results.